Manufacturer narrative:
The results of the eval performed suggest that this event was attributed to misuse by the user.

Event description:
The inner junction of the planer become scored during surgery. There was no adverse consequence for the pt or delay in surgery or anesthesia time.